Event description:
A non reactive advia centaur xp hbc total result was obtained on a patient sample and discordant when compared to the historical result from another hbc total test method. There was no known report of adverse health consequences due to the discordant hbc total test result.

Manufacturer narrative:
There are no known system issues that may have contributed to the discordant advia centaur xp hbct test result. The quality control results were within acceptable range limits. There is no discordant sample available for further testing. No conclusion can be drawn. The limitation section of the IFU states the following: "the advia centaur hbc total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or edta plasma. Assays for the detection of anti-hbc may not identify all patient samples that contain hepatitis b virus or potentially infectious units of blood and may generate false reactive results." The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the initial false non reactive advia centaur xp hbct test result is unknown. The retest from the redrawn patient sample was reactive and confirms the reactive historical hbc total test result reported in MDR 1219913-2012-00097. No conclusion can be drawn. Hbc total results (index value): redraw results: lot result retest. 043 0.52 (reactive) 0.62 (reactive). 043 0.72 (reactive) - run at another laboratory with an advia centaur system. The limitation section of the IFU states the following: "the advia centaur hbc total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or edta plasma. Assays for the detection of anti-hbc may not identify all patient samples that contain hepatitis b virus or potentially infectious units of blood and may generate false reactive results." The instrument is performing within specifications. No further evaluation of the device is required. Note: MDR 1219913-2012-00177 was filed on february 14, 2012 as a supplemental report to MDR 1219913-2012-00097 (based on siemens process in 2012). This submission is refiling the 2012 report under the initial MDR number (MDR 1219913-2012-00097) at the request of FDA (received january 10, 2020).

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2012-00097 on march 9, 2012. Siemens filed the MDR 1219913-2012-00177 supplemental report #1 on april 19, 2012. 02/06/2013: correction: the MDR 1219913-2012-00177 supplemental report #1 had the incorrect date. The correct date is 03/23/2012. Note: MDR 1219913-2012-00177 supplemental 2 was filed on february 6, 2013 as a second supplemental report to MDR 1219913-2012-00097 (based on siemens process in 2012). This submission is refiling the 2012 second supplemental report under the initial MDR number (MDR 1219913-2012-00097) at the request of FDA (received january 10, 2020).